Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the lead exhibited high thresholds and impedances, despite numerous placement positions. The lead was not used, and another lead was attempted. The second lead also exhibited high thresholds and impedances. The second lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.